Manufacturer narrative:
H.6. Investigation: no samples (including photos) were returned as of 3 december 2019 therefore the complaint could not be confirmed and the root cause is undetermined. A review of the device history record was completed for batch# 9084991. All inspections and challenges were performed per the applicable operations qc specifications. There were four (4) notifications (B)(4) noted that did not pertain to the complaint. H3 other text : see h.10.

Event description:
Material no. 328468, batch no. 9084991. It was reported that during use of the bd insulin syringe with the bd ultra-fine¿ needle insulin is leaking through the side of the barrel due to a crack in the side of the syringe. The following information was provided by the initial reporter: consumer reported that the insulin is leaking through the side of the barrel due to a crack in the side of one syringe.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed.

Event description:
Material no. 328468, batch no. 9084991. It was reported that during use of the bd insulin syringe with the bd ultra-fine¿ needle insulin is leaking through the side of the barrel due to a crack in the side of the syringe. The following information was provided by the initial reporter: consumer reported that the insulin is leaking through the side of the barrel due to a crack in the side of one syringe.

Event description:
Material no. 328468 batch no. 9084991 it was reported that during use of the bd insulin syringe with the bd ultra-fine¿ needle insulin is leaking through the side of the barrel due to a crack in the side of the syringe. The following information was provided by the initial reporter: consumer reported that the insulin is leaking through the side of the barrel due to a crack in the side of one syringe.

Manufacturer narrative:
H.6. Investigation summary customer returned one (1) 31gx8mm, 0.5ml bd insulin syringe from an opened polybag from lot 9084991. Consumer reported that the insulin is leaking through the side of the barrel due to a crack in the side of one syringe. The returned sample was examined, and it was observed that the barrel was cracked. The leakage observed by the customer would have been caused by the cracked barrel. A review of the device history record was completed for batch# 9084991. All inspections and challenges were performed per the applicable operations qc specifications. Investigation conclusion bd was able to duplicate or confirm the customer¿s indicated failure (barrel cracked). Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Root cause description a root cause for this defect cannot be determined. Rationale based on the investigation, no additional investigation and no CAPA is required at this time.